Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two 2.25 x 12 mm resolute onyx rx coronary drug eluting stents were used during a procedure to treat a non-tortuous, severely calcified lesion with 80% stenosis in the mid cx. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated. Resistance was encountered when advancing the devices. It was reported that the first 2.25 x 12 mm stent deformed at the distal end after a number of attempts to pass the 1st marginal, which had been stented earlier in the procedure. The second 2.25 x 12 mm stent was attempted, along with a guideliner, but got stuck at the same point as the first stent. It was reported that during removal the stent dislodged at the ostium of the 1st marginal. An attempt was made to remove the stent using a snare but was unsuccessful so the stent was left in place. A 3.5x12mm and a 3.5x8mm resolute onyx stent were deployed, with the dislodged stent secured between the stents against the arterial wall. A third 2.25x12mm resolute onyx was then passed through the 3.5x12mm and the 3.5x8mm onyx stents and deployed successfully, distal to the 1st marginal. No further patient injury reported.